Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side of deflation. Manufacture of the device is unknown. Device remains implanted.

Event description:
Healthcare professional reported an unknown side of deflation against an unknown manufacture of the device. Device remains implanted.

Manufacturer narrative:
Supplemental medwatch being submitted to correct g3 which was initially submitted incorrectly.